Event description:
A complaint was received from the customer involving a y-type blood set. A nurse was delivering platelets to a pt, but loaded the set in the pump backwards and some of the blood from the pt started backing up into the tubing. There was no pt injury or medical intervention reported.

Manufacturer narrative:
An evaluation of the pump could not reproduce the reported symptom and could not identify any malfunction that contributed to the reported symptom. Unit passed all internal testing specifications. Symptoms was related to user error.